Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned mmdg could not complete an investigation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump was alarming no flow in that they were unable to clear. Mmdg followed up with the initial reporter who stated that the patient was eventually able to clear the alarm, and the pump was functioning as expected since then. They also stated that the patient had a six hour delay in therapy. They stated that the patient was "doing fine" since the complaint occurred. (B)(4).